Event description:
It was reported that during implant procedure, the atrial lead exhibited high thresholds and low sensing. The physician attempted to reposition the lead multiple times but was unsuccessful. The lead was not implanted and replaced. The patient experienced no adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.